Event description:
Olympus was informed that a patient developed colitis after a polypectomy procedure and was hospitalized. There was no device problem noted during the procedure. The procedure was completed using the same device. Olympus followed up with the user facility to obtain more information regarding the reported event, and was informed that the patient was hospitalized. The patient was provided an unidentified antibiotic, and a CT-scan was performed. It was then determined that the CT-scan was over read the first time, as the patient did not have a colitis, but had a post-polypectomy syndrome, which according to the clinical director at the user facility the patient's outcome has nothing to do with the colonoscope. No further information provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found multiple buckles on the insertion tube below the protector boot and control body unit. The instrument channel of the device was examined with the use of a borescope and found minor scratches on the biopsy channel wall, but no residue or debris noted inside the channel. There were multiple scratches on the distal end cover and bending section. The device was serviced and returned to the user facility. The exact cause of the patient's outcome could not be conclusively determined, as the damage on the device would not likely cause or contribute to the patient's outcome.